Event description:
It was reported that the wireless card for 8015 showed an error 600.6875, also when trying to transfer network configuration package is showed that network card is unsupported. There was no patient involvement. The customer is requesting for an investigation of the issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.